Event description:
It was reported that the customer was hospitalized due to high blood glucose and dka. Caller stated that the customer's blood glucose reading at the time of hospitalized was 485 mg/dl. Troubleshooting was performed, and the insulin pump appears to be programmed correctly. Nothing further was reported.

Manufacturer narrative:
The insulin pump had unresponsive button due to flattened and creased dome switch on the up arrow button. Unable to perform the functional test, including the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery alarm test. Unable to test for no reservoir alarm due to button keypad anomaly. Unit had missing end cap sticker.